Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated his stimulator has not provided therapy relief for awhile, later stating since 2021. Patient reported past history of only having one lead placed, not having had the therapy on in awhile and a future back surgery coming up in a few weeks. The doctor that will complete this surgery is reported to be planning to put in new paddles and "see if that will help". Patient stated that they previously had their battery moved from their buttocks to their back in order for the battery to not press on their sciatic nerve.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2026; product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2026; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The hcp noted that it was very challenging to implant the leads due to scar tissue. Around july of 2023, the neurostimulator stopped helping with the pain, but patient (pt) continued to use it and charged it when needed. Around september of 2025, pt stopped recharging the internal battery because it did not relieve any pain. Pt recharged it only before an MRI so they could put it in MRI mode.